Manufacturer narrative:
Model number/catalog number 72404127, serial number (B)(4), batch/lot number 859374005, model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number (B)(4), batch/lot number 859141002, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number (B)(4), batch/lot number 863964012, model/catalog description control pump fgs iz.

Event description:
It was reported that the patient had his artificial urinary sphincter removed due to recurring incontinence and atrophy. A new artificial urinary sphincter consisting of 4.0 cm cuff, pump, and balloon were implanted.